Event description:
It was reported that in 2007, the patient went to (B)(6) at which time they were required to carry their own luggage. This resulted in the lead component of their implantable neurostimulator to 'pull loose'. The patient's physician then had to perform a surgical revision. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 377760, lot# v012784, serial#, implanted: explanted: product typ lead, product ID 377760, lot# v016108, serial#, implanted: explanted: product typ lead, product ID 37752, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ recharger, product ID 37742, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).